Event description:
The customer reported a suspected positive bi. The load was not recalled. All items in the load were used on pts. No information regarding patient impact provided.

Manufacturer narrative:
.